Event description:
It was reported that the patient had a constrained liner implanted in (B)(6) 2017. She recently described "hip instability" to surgeon. So he decided to do revision surgery on (B)(6) 2022. X-ray revealed the locking ring dis-associated from the liner, so surgeon did a liner exchange. There was no surgical delay. Doi- (B)(6) 2017, dor- (B)(6) 2022, affected side- left hip.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Available xray evidence was reviewed. Based in provided evidence, it cannot be determinate a depuy's device failure or malfunction which could contribute to reported event. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.